Event description:
A surgeon reported that he has had multiple unk pts throughout the past year that have had very mild non-granulomatous inflammation that he notices about one month following intraocular lens (iol) implant surgeries. The inflammation resolves after treatment with medication. In a f/u, the surgeon specifically reported one pt. For this pt, the surgeon reported the iol did not cause or contribute to the event. The event continues as the pt is still under treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).